Event description:
A malfunction alarm identified as malf 12 occurred, and the customer reported difficulty in turning off the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and since the customer needed to leave for school, they planned to call back in the afternoon for further assistance.